Manufacturer narrative:
The device was not returned for evaluation, therefore the failure analysis to identify root cause to the end users experience could not be determined. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. The reported complaint was not confirmed. Device identifier: (B)(4). Product identifier: (B)(4).

Manufacturer narrative:
The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. The device was returned for evaluation. It was identified that the handpiece had a faulty transducer and coliform and thus the cause of the complaint incident. The complaint was verified as valid.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported on behalf of the customer that on an unspecified day in (B)(6) 2018, a c2602 cusa excel 36khz straight handpiece did not "get pass" and gave a vibration alert after switching on the cusa unit and completing the wait period when the amplitude test was pressed. Later in the run mode, if the orange vibration foot pedal was pressed, there was no output and it would give a vibration alert. They tried changing the tip and the manifold tubing but there was no change. The problem of the handpiece was confirmed by checking another known good handpiece on the same cusa console and found the cusa working properly. Additional information has been requested.